Manufacturer narrative:
G2: the country of the event is ch medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that from a device interrogation of a neurostimulator, high impedance was detected on plot 5 per the report. The plot with high impedance was not used in the programming and the patient doesn't feel any difference, so no changes were made. The device interrogation was conducted on (B)(6) 2024. The etiology was a causal relationship of the event to the device or therapy and not related to the implant procedure; the related device was listed as the ins. No action was taken, and the event resulted in an unscheduled clinic or office visit. The outcome was unresolved with no further action planned. No patient complications have been reported as a result of this event.